Event description:
Caller reported a cartridge alarm labeled as alarm 30 but did not occur during the load process. Customer's blood glucose was reported as "high" without a specific value, indicating an adverse impact. To address high blood glucose, customer administered a correction injection using multiple daily injections (mdi). Tandem technical support assisted the customer in loading a new cartridge correctly and arranged for a pump replacement, providing necessary instructions for storing and returning the current pump.